Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No off no power alarm or low battery alarm could be verified due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for off no power. Blood glucose reading was 111 mg/dl. Troubleshooting was performed. Customer stated that the insulin pump did not alert for low battery prior to the alarm for off no power. Customer mentioned that this is the second time that this situation has occured. Advised that the insulin pump will be replaced. Nothing further reported.